Manufacturer narrative:
Date sent to FDA: 9/28/2020. Additional b5 narrative: it was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced undisclosed injuries. It was reported that the patient underwent a revision surgery on (B)(6) 2015. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 10/6/2020. A review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Manufacturer narrative:
Date sent to the FDA: 12/16/2020. Additional b5 narrative: it was reported that the patient experienced stress urinary incontinence following the surgery. It was reported that the patient underwent removal surgery on (B)(6) 2015.